Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the atrial lead also exhibited insulation abrasion. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Event description:
New information states that the patient presented to the emergency department on (B)(6) 2018 with dyspnea which started 3 days back and were gradually worsening with movement and rest.

Event description:
New information states that the patient presented to the hospital with symptoms of heart failure. During the procedure upon visual examination the atrial lead multiple insulation abrasions. Review of the stored electrograms exhibited noise.

Event description:
New information states that the patient was not feeling well after which he visited the doctor on (B)(6) 2018 and was prescribed medication. The patient alleges that no one did his cardiac examination and the medication did not help. The patient alleged that he thought he was dying. The patient presented in emergency room on (B)(6) 2018 with heart issues. He was informed that his enzymes were so high that it was possible he was having a heart attack sometime between (B)(6) 2018. The patient was admitted to the hospital. The patient had heart failure and he alleged that the device did not help. Patient underwent replacement surgery on (B)(6) 2018. The lead was not in all the way so the patient had to undergo lead replacement on (B)(6) 2018. The patient was discharged the next day after device check.

Event description:
It was reported that the atrial lead exhibited noise and short circuiting. The patient experienced burning sensation under the skin. No further information was available.